Event description:
New PICC line placed and needed repositioned. During repositioning, guidewire was retained in patient's arm. Patient went to (B)(6) the next day for safe removal of the retained guidewire.